Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. The event can be prevented by following the instructions for use (IFU) which state: "preparation and inspection, section 3.8 inspection of the endoscopic system ¦ inspection of the endoscopic image confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images (except bf-mp290f) are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the distal end of the endoscope. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section." Olympus will continue to monitor field performance for this device.

Event description:
The event occurred at inspection for use. The intended therapeutic and diagnostic procedure, endobronchial ultrasound, (ebus-gs) was completed with another device.

Event description:
The customer reported compromised image from the evis lucera elite bronchovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: image problem related to b30 scope communication error. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿compromised image¿ was confirmed. The device evaluation found b30 scope communication error was due to damaged charged coupled device. Additionally, the control unit, suction connector, and scope cover were sticky due to water leakage. And due to wear of the angle wire, the bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.